Event description:
Voluntary medwatch report received noted that the right ventricular lead exhibited oversensing of noise and impedance issue. Lead integrity warning was received. No patient symptoms or additional information was reported.